Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on all conductors. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on all conductors.

Event description:
It was reported that at implant the initial lead used was damaged during pushing and pulling out of catheters and the tortuosity of the patient's anatomy made it difficult to manipulate to many places in the heart. It was also difficult to acquire a stable position with the second lead which pulled out during manipulation of the catheter. The leads were abandoned due to tortuosity of the patient's anatomy. No patient complications have been reported as a result of this event.